Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope presented a scope communication error b30. The event was found during inspection before use. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h8, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, the probable cause of the scope communication error code b30 is likely the connection failure which is suspected to have occurred due to moisture on the scope connector terminals or other causes. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.